Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 0140469. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, two photos were provided. The pictures show a syringe with solution. In one of the photos it is possible to see a piece of plastic inside the syringe and it appears a piece of a plunger rod thumb press area. The cause for this defect could have resulted during the assembly process where a jam occurred, damaging the a plunger rod causing the piece of plastic to fall into the barrel. The assembly area was inspected for any pieces of plastic on the floor or on the equipment; nothing was observed.

Event description:
It was reported that syringe 50ml ll tip 1ml had foreign matter in the syringe. The following information was provided by the initial reporter: material no: 309653 batch no: 0140469   it was reported that a shard of plastic was noticed within the syringe.   Event description per email states: technician noticed a shard of plastic within the syringe. See attached photos. It appears to be a broken piece off the round end used to pull the plunger up and down.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 50ml ll tip 1ml had foreign matter in the syringe. The following information was provided by the initial reporter: material no: 309653 batch no: 0140469. ¿ it was reported that a shard of plastic was noticed within the syringe. ¿ event description per email states: technician noticed a shard of plastic within the syringe. It appears to be a broken piece off the round end used to pull the plunger up and down.